Event description:
It was reported that this implantable pacemaker system triggered a lead safety switch due to one impedance measurement lower than 200 ohms, which is low out of range. The device was automatically switched to unipolar as a result. The physician decided to program the device back to bipolar configuration and the lead measurements show within normal range. The device system remains in service. No adverse patient effects were reported.